Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage on keypad traces. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 96mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.